Event description:
The pt underwent a double valve replacement on (B)(6) 2010, where this 21mm valve was implanted in the aortic position, a 29mm valve from another MFR was implanted in the mitral position, and an annuloplasty was done with a 33mm sjm tailor ring or band. In (B)(6) 2012, the pt presented with aortic insufficiency. On (B)(6) 2013, a femoral tavi procedure was performed. The pt was discharged from the hospital on (B)(6) 2013, and expired on (B)(6) 2013.